Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the operational check fails. It has the following symptoms: the spo2 intermittently not working and temperature test failing. There was no reported patient involvement.